Manufacturer narrative:
An event of severe aortic regurgitation, shortness of breath, and respiratory distress was reported. A more comprehensive assessment could not be performed as a valve-in-valve procedure was performed and the device was not accessible for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2015 a unknown size trifecta valve was implanted. The patient presented with shortness of breath and respiratory distress. On (B)(6) 2020, a valve in valve was performed due to severe aortic regurgitation and a 25mm portico valve was implanted. The patient was reported to be in stable condition.